Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that their infusion set had a bent cannula. The customer's blood glucose was over 500 mg/dl. Customer's other blood glucose level was 383 mg/dl. Customer declined troubleshooting for high blood glucose level. The customer was assisted with troubleshooting for bent cannula. No device is expected to return for analysis.